Event description:
Initial placement of 8 french nasogastric feeding tube was revealed via x-ray that the tube was placed in the bronchial tree. Second placement resulted in pneumothorax which required the insertion of a chest tube.